Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose level. The customer¿s blood glucose level was 2.1 mmol/l at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with juice for low blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. Customer was using automode feature for the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.